Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos display multiple samples with air in the gel, and one sample exhibits a gel smearing defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of november 2025. If complaints for sample quality reach an action level, additional testing may be required. No definitive root cause could be established for the reported defect. This complaint has been confirmed for the indicated failure modes: gel air bubbles and gel smearing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿, 1 tube exhibited gel smearing and 15 tubes had gel air bubbles. There was no health impact or consequences reported.

Event description:
It was reported prior to using bd vacutainer® sst¿, 1 tube exhibited gel smearing and 15 tubes had gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.